Manufacturer narrative:
This report is submitted on oct 05, 2021.

Event description:
Per the clinic, the patient developed an infection and chronic suppuration at the implant site. The patient was subsequently treated with oral and IV antibiotics (date and duration not reported); however, the issue did not resolve. The device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report